Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a total knee arthroplasty surgery, the provisional fractured while being removed from the joint space after trialing.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends